Manufacturer narrative:
Internal report reference number: (B)(4).. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Customer had obtained low blood glucose test results using 2 different true metrix meters: additional internal report reference number (B)(4). The customer is concerned with test results from results obtained of 102 and 141 mg/dl. The customer¿s expected am fasting blood glucose test result range is 99-100 mg/dl and expected pm fasting blood glucose test result range is 150-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The customer did not have any more of the test strips she was using with this true metrix meter and was unable to provide lot information. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set; only 3 results provided): result 1: 141 mg/dl, date: (B)(6) 2023, time: 8:43 pm, fasting. Result 2: 102 mg/dl, date: (B)(6) 2023, time: 8:42 pm, fasting. Result 3: 183 mg/dl, date: (B)(6) 2023, time: 10:17 am, fasting.